Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received multiple pump error alarm and insulin pump went blank. The customer¿s blood glucose level was 88 mg/dl. The customer was also advised they may continue to wear pump until replacement arrives. Customer states the alarm did not occur immediately after a battery change. The customer was advised to discontinue use and revert to back up plan and treat per healthcare professional¿s instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error after battery installation. The constant critical pump error alarm was due to a problem isolated to the force sensor. The device was unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify pump error 23, pump error 49 and pump error 68 due to critical pump error.